Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: blade did not lock. Selection of the pfna-ii l95mm blade, pre-check was done and no problems encountered, blade is able to spin and shaft movable and not in locked position. Proceeded with the insertion through the pfna blade outer sleeve smoothly, malleting was rendered with soft quick blows and optimum position was achieved. Surgeon then realized it was a little too short and decided to mallet further. Locking was done thereafter only to realize that detachment of the blade screw driver was possible but the blade did not lock, evidence on x-ray showing that the gap did not close. Several tries was attempted to no avail. The blade was removed and a new 90mm blade was inserted and no problems were encountered. Surgery was delayed for about 5-10mins. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing. Placeholder.

Manufacturer narrative:
The product development evaluation investigation reported the proximal femoral nail antirotation (pfna) blade did not lock. The pfna-ii blade revealed visual grinding marks on the outside surface, where the green color got shaved off. No product fault with the available device could be detected and the investigation was unable to determine the root cause. The reported complaint could not be reproduced due to not all involved articles were provided. Equivalent articles were used to perform a functional test which did not reproduce the reported event. No product fault could be detected. The complaint was determined to be invalid.